Manufacturer narrative:
Manufacturing site: (B)(4). The returned guide wire was bent with widened coil pitch at the mid solder designed to sit on 13mm from the wire tip. The core wire was found fractured at approximately 8mm distal to the mid solder. The fractured coil wire was stretched for approximately 8mm. Microscopic observation found that the core wire had a relatively flat fracture surface indicated that torsion had contributed to core wire fracture. Proximal to the fracture end, the core wire was bent. Helical marks along with cracks were observed on the core wire shaft. The coil wire was twisted proximal to its fracture end and also had a relatively flat fracture surface. These findings indicated that torsion was generated as coils got straightened when the guide wire was pulled. The above measurement suggested that approximately 5mm of the tip segment was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was applied on the guide wire while its tip was being trapped in the lesion. When the applied torsion locally accumulated and exceeded the product's design limit, it led the core wire to fracture. The coil wire separation was likely attributed to tensile stress generated with wire removal from the patient. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a ppi to treat a severely calcified cto in the right popliteal artery. The guide wire was advanced with a non-asahi microcatheter when the tip broke off. An unsuccessful attempt was made to retrieve the wire fragment by snaring. The procedure was resumed; however, no guide wire was able to cross the lesion. The physician decided to leave the wire fragment in situ. He commented that excess rotations that he applied on the guide wire might have contributed to separation of the wire tip. The patient was fine without complications after the ppi and being hospitalized for treatment.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.